Manufacturer narrative:
Initial reporter facility name. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during self-check process with an ak 96 machine, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a hospital engineer. During inspection it was observed that the "a three way stopcock" was damaged leading to the leakage event. Highly likely this customer referred to a "t" silicone connector but due to the fact that there are many of this component on the ak 96 hydraulic circuit, a precise point of leakage cannot be determined. The reported condition was verified. This "three way stopcock" was replaced with a new one and the machine, after a successful self-check, was returned to clinical use without any further similar event. A service history review was performed and revealed that the device has one previous service events highly likely from a different point of the hydraulic circuit; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.